Event description:
It is reported by the patient's attorney that the pt underwent left total hip replacement surgery in 2008. Post-op, pt has been experiencing pain, and surgeon has recommended revision surgery which is scheduled for 2009.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays were returned for review. Surgical intervention is planned but, not yet scheduled. The pt age, height, weight, and activity level is unknown. Factors which may contribute to acetabular loosening pertaining to kinectiv modular neck and m/l taper stem may be one or combination of the following mechanism: improper neck length and offset, misalignment of femoral stem/neck assembly, extent of missing connectivity between stem/neck/head interfaces, impingement, or patient activity. However, a definitive cause cannot be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.